Manufacturer narrative:
One tri -funnel replacement gastrostomy tube 16fr was returned for evaluation. Visual, microscopic and functional testing were performed. The investigation is unconfirmed for 1149r - deflation, cause unknown as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000716, replacement gastrostomy tube allegedly experienced a deflation issue. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.